Event description:
It was reported after the hospital switched from the standard protected catheter kits to a max barrier kit with a pressure rated catheter that the physicians in the emergency department are experiencing issues with the guide wire. Both kits appear to contain the same wire but they report that they had no issues until they switched kits. They are reporting that during insertion the wire kinks with memory. They do not know if this caused any delay in treatment and there was no pt death or complications reported. One of the insertions was femoral, the rest were subclavian. In one case they switched out from a central line to an intraosseous insertion. It was noted there are no issues with the intensivists in the ICU.

Manufacturer narrative:
(B)(4). Additional MDR reports have been submitted for a total of six events. No sample will be returned for eval for this event.